Event description:
It was reported that the procedure performed was to treat a heavily calcified, left superior femoral artery (sfa). A 6.0x150mm armada 18 balloon dilatation catheter ruptured during the first inflation at 8 atmospheres. Perforation was noted at the balloon rupture location. A 6.0x50mm unspecified balloon was used in attempt to seal, however unsuccessful. An unspecified stent was implanted, but did not seal the perforation. Finally, a non-abbott covered stent was implanted and sealed the perforation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. A perforation was noted, and a non-abbott covered stent was implanted and sealed the perforation. Based on the information received, the investigation determined that the reported balloon rupture and unexpected medical intervention appear to be related to operational context. Additionally, a conclusive cause for the reported patient effect perforation and the relationship to the product, if any, cannot be determined. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. The reported patient effect of perforation is listed in the percutaneous transluminal angioplasty (pta) catheter, armada 18, global, instructions for use as a known patient effect. There is no indication of a product quality issue with respect to manufacture, design, or labeling.